Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial/lot #: -, ubd: , UDI#: ; product ID: 9735821r, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). H3) the positioning sensor unit (psu) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the psu had scratches on the housing lenses. A check of the event log showed intermittent illuminator current low and firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded. Codes: b01, c02, d02 h3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 h2) foreign country: australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the camera cart monitor was broken, and the camera failed to connect. There was no patient involvement.